Event description:
The facility reported a pump with failure code 804:34. This failure code occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 804:34 was confirmed in the pump's event history file during product evaluation. Inspection of the device found that the failure code was caused by a faulty pump head mechanism. The pump head mechanism was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.